Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform stapler 60 instrument had a stapler misfire, which caused a hole in the staple line. The procedure was completed robotically. The surgeon reported that this complication occurred during the stapler instrument's second firing and occurred while creating a gastric pouch. During the second firing, without issue or error codes/warning, the surgeon noticed the distal 15 mm of the staple line had a hole. The staples all deployed without malformation. The surgeon repaired the hole in the staple line with sutures. The surgeon said there were no malformed staples, bleeding, obstructions, or abnormal stomach tissue. The second firing transected another staple line but without any obstructions or hard materials.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has not been determined. The customer reported that the blue reload fired during this event was discarded, and therefore cannot be returned for further investigation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. Stapler log review was performed by an advanced failure analysis engineer: it was indicated that the sureform 60 stapler instrument part number 480460-09, lot number l14221124-0610 was installed, 3x and fired 2 reloads (2 blue). No clamping or firing was attempted on the 2nd install. There were no incomplete clamps, incomplete unclamps, or firing failures by this instrument. There was 1 complete clamp, 1 complete fire, and 1 complete unclamp on the 1st and 3rd installs. Both firings were completed with no pauses for compression and firing torques were both normal. The second sureform60 stapler instrument part number 480460-09, ln l14221124-0684, was installed on the system (usm 1) 7x and fired 6 reloads (4 blue, followed by 2 white). There was no clamping or firing attempted on the 3rd install. There were no incomplete clamps, incomplete unclamps, or firing failures by this instrument. There was 1 complete clamp, 1 complete fire, and 1 complete unclamp on all installs, excluding the 3rd. All firings were completed with 0 or 1 pause for compression. 1 pause for compression occurred on firings 2, 5, and 6. There were no stapler related errors in the master supervisory controller (msc) logs. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. This event is being reported due to the following conclusion: during a da vinci-assisted gastric bypass procedure, the sureform stapler 60 instrument had a stapler misfire. As a result, it caused a 15mm hole in the staple line which was repaired with sutures.